Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that interconnect cable replaced. Checkout performed. Logs unit switches to standalone mode intermittently when plugging in umbilical cable. Found system board and detector switch on/off. Cannot connect to can bus. Suspected noise issue from umbilical. B01, c02, d02 codes are applicable. H3, h6: the cable assembly was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "initial- izing issues." Cable assembly failed bench testing. Open found on the p5-d in the cable assembly. Faulty assembly. B01, c02, d02 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000424, product ID: bi71000167, serial/lot#: (B)(6), product ID: m021083c001, version #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the system had to be rebooted with the patient in the gantry and displayed failed to initialize. Medtronic representative (rep) reported upon reboot of the system, they were able to proceed with the case. This issue occurred intraoperatively and caused less than 1 hour surgical delay. Unknown patient impact. Additional information received and stating that "this was found prior to sterilization. No impact to any patients."